Manufacturer narrative:
Additional information was requested regarding the circumstances of the explant; however, could not be made available as of the date of this report. Should more information be provided, a supplementary report shall be submitted.

Event description:
It was reported that the device was explanted on (B)(6) 2017.

Manufacturer narrative:
Additional information was received: it was reported that there was an extrusion of the ball electrode.